Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer states that when running the realtime sars-cov-2 assay, they observed three samples that originally generated a positive result, but re-tests generated a negative result. Customer stated that the initial positive results were reported. Subsequent negative results had no impact on patient management. The re-tests were performed because two of the instruments had recent lamp changes and optical calibration procedures. Customer also stated that she observed blood and tissue in the third sample. Molecular application specialist (mas) reviewed amplification profiles for the samples in question. The curves looked as expected, with no noise in the baseline. Customer is satisfied with the analysis. Additional samples reported via 3005248192-2020-00014 and 3005248192-2020-00016.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review was performed of the log files associated with the runs in question. Three runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. One run displayed the status as "warning" and all samples and controls received the sp flag. The m2000sp flags are a result of specific warnings generated during the sample extraction run. It is not known what the specific warning was for this run. However, it is the operator's responsibility to determine the impact on the validity of the sample preparation for the affected samples. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504886 is performing outside of established design performance specifications. Quality data review: · the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504886 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 504886. · the CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504886 and its components was performed and did not identify any internal or post-production use issues related to the complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504886 did not identify any additional complaints potentially related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504886 was not identified.